Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.

Event description:
It was reported that during a laparoscopic thoracic lung biopsy procedure, the device worked on the first two firings with green reload. On third attempted firing with green reload, the device was clamped on lung tissue, but device would not fire when firing trigger pulled. Surgeon pushed anvil jaw release and reload fell out of jaws into patient¿s chest. Surgeon went to retrieve reload with grasper and customer believes reload fell apart when grasped for retrieval. It is unknown if all reload components were retrieved as surgeon fished out two yellow drivers from reload as well as reload itself. Scrub tech examined retrieved reload and thought silver metal springs were missing. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4).